Event description:
(B)(4). Paid for through insurance. Had severe pelvic pain, abnormal bleeding, rash, major swelling/retaining of water, drastic weight gain, and the list goes on.....until I had a hysterectomy (removing everything but ovaries) and many of my symptoms have diminished, and many of them have gone away. Wondering of the symptoms I still have as to if they will be lifelong issues I have to deal with from this device.